Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the customer reported that fm was found inside the tube."

Manufacturer narrative:
Investigation summary: "material #: 367528, lot/batch #: 1039425. Bd received a sample and four (4) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."